Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the temp wire funnel on the 2nd day after placement. Per additional information from the ibc via email 07jan2020, it was unknown if the urine leaked from around the temp wire funnel.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a tear on the lumen wall between the irrigation and drainage lumen. The tear was 7.5 cm from the funnel due to the rod punctured and penetrate to the lumen wall during wire assembly. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the urine leaked from the temp wire funnel on the 2nd day after placement. Per additional information from the ibc via email 07jan2020, it was unknown if the urine leaked from around the temp wire funnel.